Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis with culture positive for staphylococcus warneri in a patient coincident with dianeal pd4 ambuflex and dianeal unknown therapies for peritoneal dialysis (pd). It was not reported whether dianeal pd4 ambuflex and dianeal unknown therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. Treatment included vancomycin ip (dose, frequency and duration not reported). The cause of the peritonitis was unknown. On an unreported date the patient recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j25061, h11j19015 and h11i19032 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.